Event description:
During tuberculosis (tb) testing, the safety bridge on the needle broke. Another syringe and needle had to be used. The patient was not harmed.====================== health professional's impression======================defective piece in the packaging.